Manufacturer narrative:
Narayanan, chockalingam a., et al. (2024). Maintenance of subcutaneous implantable cardioverter defibrillators in hypertrophic cardiomyopathy patients with iatrogenic left bundle-branch block after septal myectomy. J am heart assoc. 2024;13:e033728. Doi: 10.1161/jaha.123.033728.

Event description:
It was reported per article of interest literature review that the authors followed a cohort of patients with hypertrophic cardiomyopathy (hcm) and iatrogenic left bundle-branch block (lbbb) and subcutaneous implantable cardioverter defibrillator (s-ICD). They describe 9 patients with hcm and s-ICD and septal myectomy. S-icds were implanted between 2014 and 2021 and mean follow-up was 44.1 months. T-wave oversensing was observed in 2 patients, 1 of whom developed a drop in r-wave amplitude while squatting with 2 inappropriate shocks 4 months after myectomy. The sensing vector was subsequently changed from primary to alternate with no further oversensing or inappropriate shocks for the last 7 years. To date, no patients have required explant of s-ICD with conversion to a transvenous system. One patient was noted to have t-wave oversensing in the primary vector and underwent vector change to alternate with no oversensing for the last 5 years. He recently presented for s-ICD generator replacement due to normal battery depletion. Generator change was performed and he continues with s-ICD implant without further events. No adverse patient effects were reported.